Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device lot number 30542259m number, and no internal action related to the complaint was found during the review. Initial reporter telephone (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6) female (B)(6) patient underwent a atrial fibrillation (afib) ablation procedure with thermocool¿ smart touch¿ sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis and extended hospitalization. In the procedure of atrial fibrillation, cardiac tamponade occurred when returned to the room, and pericardial drainage was performed. When the right atrial septal side was ablated, an increase in impedance was observed. After the patient was admitted to the intensive care unit (ICU), the patient was transferred to the general ward on the following day. Rehabilitation (gait training, etc.) Was performed from (B)(6) 2021, and the doctor commented that the patient was recovering. The physician commented that when the right atrial septal side was ablated, an increase in impedance (20 o or more from the start of ablation) was observed. There was a comment that this site might have formed tamponade. There is a comment that impedance should be carefully monitored. This adverse event was discovered post use of biosense webster product. The physicians opinion on the cause of this adverse event is that it was procedure. Patient was reported as improved. Prior to noting the cardiac tamponade, ablation was performed. There was no evidence of steam pop. No error messages observed on biosense webster equipment during the procedure. This will be considered prolonged hospitalization as the procedure was (B)(6) 2021 and the patient was still hospitalized on (B)(6) 2021 for rehab.